Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12mar2020. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x38mm synergy ii stent was advanced but failed to cross lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.